Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the stomach to be significantly distended. Adhesions of the small bowel to the anterior abdominal wall mesh were noted along the while small bowel nearly to the distal ileum. Scars and bands at the distal ileum were found to be causing obstruction. A midline incision was made from the epigastric area to the umbilicus and down to the midline mesh. The mesh was opened and significant adhesion of the small bowel to the fascia and anterior abdominal wall was released. It was reported that the patient experienced severe pain, vomiting, nausea and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.